Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer observed a discrepancy between continuous glucose monitoring sensor glucose and blood glucose meter values, with an initial meter value of 308 mg/dl and subsequent readings narrowing to within approximately 20 percent after rechecks; the customer also disclosed routinely not announcing meals on the pump. Symptoms included dizziness. Outcomes included transient hyperglycemia lasting about one hour without ketone testing, backup therapy, or medical intervention. Investigation included technical support troubleshooting and user education on sensor versus meter dynamics and the importance of meal announcements. Investigation of this case revealed that the system functioned as designed, the cgm lag was consistent with physiologic interstitial-to-blood glucose dynamics, and user behavior likely contributed to the observed variance. It was concluded that the event was attributable to user factors related to missed meal announcements rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.